Event description:
It was reported that during an ablation procedure, a faradrive steerable sheath clear was selected for use. After the ablation, bubbles were observed inside the sheath when it was moved from the left side to the right. Aspiration was performed to withdraw the bubbles, but they continued to appear during aspiration. Since nothing was visible inside the sheath, it was suspected that the bubbles were originating from the valve. The procedure was completed with the original device, and no patient complications were reported. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.